Event description:
It was reported that the ins (implantable neurostimulator) had been explanted and the patient hospitalized due to the infection. Patient status at the time of this report was alive with injury. Culture was taken at the device pocket in the lumbar region, type of organism cultured was unknown. It was unknown if antibiotic treatment was necessary. It was stated that there was pain at the device pocket. More than one week later, it was reported that "the patient was better."

Manufacturer narrative:
(B)(4).